Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain and arachnoiditis. A poor communication screen was displayed on the personal therapy manager (ptm) ((B)(4)) on (B)(6) 2016. The patient said that they were getting unsuccessful communication with and without the antenna attached. The patient received a new ptm ((B)(4)) on (B)(6) 2016. It was reported that patient called back stating that the manufacturers representative (rep) met with the patient on (B)(6) 2016 at the doctors office. The patient was following the quick guide booklet for instructions and following what they said regarding the new ptm. The patient wrote down a number stating that she has experienced all denials and only one check mark for receiving a bolus. The patient had been trying to receive a bolus all day, but was not able to. The rep did some things and had the doctor reset it. The patient was using the antenna but they could not hear the tones from the ptm. The new ptm was not working either, so the product services specialist (pss) reviewed the possibility of an uplink issue and redirected the patient back to the doctor to confirm whether or not it was an uplink issue. The patient stated that they had short term memory loss, five brain surgeries, and spinal meningitis about seven years prior to the event, but all of these issues occurred before the pump was implanted according to the patient. Additional information was received on 09/27/2016 regarding the ptm still not working. The patient was still unable to receive a bolus and there was no time stamp. There was also code 0617 that occurred a couple days prior. The patient had not been back to the healthcare professionals (hcp) office since the last call. The product services consulted with the technical services and reviewed the recommendation that the antenna was fully plugged in and then to stay away from all electromagnetic interference (emi) while attempting a bolus. The patient was told to contact the hcp office again to check if technical reports were generated, and if not, then to schedule an appointment for pump check so they can run the reports and explained that hcp staff should contact the manufacturer to review how to run the reports. The patient said that the hcp office had not been very responsive, but will call again the next day. Additional information was received from the consumer indicated the patient received the new ptm; however was still having trouble with the new one too. The rep thought she had it figured out, but the patient went home having the same problem. The patient called the healthcare providers office and left several messages and they would not return her call. With frustration the patient called customer support and they told the patient to go to the doctors office and have the pump read or interrogated. It was noted the nurse tried many times and could not get a read on it. Another rep was called and after about an hour they figured it out. The pump was under the patients rib so it was not reading. As of now the patient had to stand up and flip the device over to get a bolus. The patient asked the pain doctor if it was ok to tilt and she told the patient it was ok to do it. It was further clarified the pump was not under the ribs, but was high up which made it difficult to communicate with the pump. Again, not under the ribs, but up high. They finally found that when we found the sweet spot that was higher than expected the patient successfully was able to give bolus. It was believed to have been placed there at implant. There was no issue with the device. The patient had already received a new personal therapy manager (ptm). It was the position of the pump that made it difficult, but not impossible to get a bolus. Symptoms the patient experienced related to the reported difficulty communicating with the pump was frustration. The manufacturer representatives suggestion to the physician was a revision; however nothing has been done so far as this was the physicians decision. Additional information was reported by the company representative on 11/09/2016. The rep saw the patient on (B)(6) 2016. The rep reported that the patient did not have to flip the pump and the patient had trouble getting it over the pump as it was implanted high up on side, almost in rib. The rep noted that the patient had received a new ptm so they assumed that the problem had already been reported to the ptm. It was not a device issue; it was the position of the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.